Event description:
It was reported that during reprocessing of the mega suturecut needle driver instrument, it was noted that the wire was broken. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment measured approximately .511 was sticking out at the wrist. The cable may have broken under tensile loading. Other cables at the wrist were not damaged. Cable wear on pulleys combined with high grasping force and large fleet angle between proximal and distal pulleys likely contributed to breakage. Failure analysis investigation concluded that the damage was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable could cause or contribute to an adverse event if the failure mode were to recur.